Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. Reportedly, the pneumothorax was caused while the physician was using the biopsy forceps near the chest wall. The patient was admitted overnight to the ICU. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. According to the initial reporter, the physician was ¿setting the needle depth,¿ while working close to the chest wall. Reportedly, the pneumothorax was caused while using the biopsy forceps near the chest wall. The patient was admitted overnight to the ICU. Although intuitive surgical inc. (Isi) attempted to gather information about the reported event, no additional information was provided by the physician.